Event description:
There was an allegation of discrepant hcv result with the cobas® mpx (480t) from the cobas 6800 analyzer for a single donor collection. On (B)(6) 2025, the initial sample generated a reactive result for hcv CT. 43.88. The same sample from a second tube generated a non-reactive result. On (B)(6) 2025, the same sample from the original tube generated a non-reactive result. The same sample from the second tube generated a non-reactive result.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. There is no indication of a miscalling based on the generated pcr signals of the hcv detection channel. The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes. Based on these results, the possibility of contamination cannot be excluded.